Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, power loss alarm, replace battery alarm or replace battery now alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery now without a low battery warning. The customer's blood glucose levels are 306 mg/dl during the time of incident. The customer states there blood glucose levels do not go below 300 mg/dl, treated with manual injection and declined to trouble shoot for issue. The customer states this is the second occurrence of replace battery now without a low battery warning. The customer was advised the pump needs to be replaced and request has been submitted to local office.